Event description:
It was reported that during a follow-up decreased lead impedance was noted. No other anomalies were noted. The lead will be replaced during the normal device change.

Event description:
New information received indicates that the patient presented to the doctors office with non-functioning lead. The lead had a pre-existing hazard alert. The lead was replaced. No further information is available.